Event description:
During preventative maintenance of the device, the field service tech reported that the percentage of oxygen (fio2) did not match or was not accurate. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Eval in progress, but not yet concluded. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.